Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8255686. Medical device expiration date: 2023-08-31. Device manufacture date: 2018-09-12. Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd veo¿ insulin syringe with the bd ultra-fine needles from lot#: 8255686, and an unknown lot were difficult to operate during use due to bent needles, therefore making it difficult to aspirate insulin. The following information was provided by the initial reporter: "consumer reported some syringes are dull it is not penetrating. Also reported she is having hard time removing the needle shield and plunger cap. Some of the needle gets bent when she tries to remove the needle shield and once needle sticked to her finger as she was trying to close the shield to dispose. Some of the syringes doesn't draw insulin. There is no compression." From phone call on (B)(6) 2019, 11:25:46: consumer returned call. Confirmed the verbatim. There is no needle break. She confirmed bent needle. Consumer stated this has happened in the other box prior to that complaint on this product.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 8255686. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [(B)(4)] noted that did not pertain to the complaint. H3 other text: see h.10.

Event description:
It was reported that the bd veo¿ insulin syringe with the bd ultra-fine needles from lot# 8255686 and an unknown lot were difficult to operate during use due to bent needles, therefore making it difficult to aspirate insulin. The following information was provided by the initial reporter: "consumer reported some syringes are dull it is not penetrating. Also reported she is having hard time removing the needle shield and plunger cap. Some of the needle gets bent when she tries to remove the needle shield and once needle sticked to her finger as she was trying to close the shield to dispose. Some of the syringes doesn't draw insulin. There is no compression." From phone call on 2019-06-28 11:25:46: consumer returned call. Confirmed the verbatim. There is no needle break. She confirmed bent needle. Consumer stated this has happened in the other box prior to that complaint on this product.